Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site discharge. The stoma was treated with an unknown oral antibiotic. The patient experienced nausea from the antibiotic and was switched to oral cephalexin 500 mg. Antibiotic to treat the stoma. The stoma discharge subsequently improved, but it did not fully resolve.